Manufacturer narrative:
(B) (4). Device #1: part #12673-03, lot #85011-6h indicated is being filed under medwatch MFR number 2953144-2010-00306. The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device malfunction: device # 2 needle-to-cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, when the needle plunger was removed, a needle was not captured by a cuff. The device was removed and a second proglide device was attempted with the same results. The device was removed and manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.